Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿ needle had sterility issues. The following information was provided by the initial reporter: the customer has returned the sample separately for (B)(4) and in addition to the reported damage thereunder, the syringes returned included a broken plunger cap.

Manufacturer narrative:
Additional information : the additional information after original report submission required notification in the records : after further evaluation of the complaint, it has been determined that the MFR is a duplicate of MFR 1920898-2022-00078. This supplemental is to cancel MFR.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿ needle had sterility issues. The following information was provided by the initial reporter : the customer has returned the sample separately for (B)(4) and in addition to the reported damage thereunder, the syringes returned included a broken plunger cap.